Event description:
It was reported that the patient was admitted to the hospital due to swelling and a hematoma at the implantable pulse generator, ipg, site located in the right buttock area. The patients charger was unable to communicate with the ipg. The patient is scheduled for a follow up to see if the swelling and hematoma has subsided and if the charger is then able to connect to the ipg.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was admitted to the hospital due to swelling and a hematoma at the implantable pulse generator, ipg, site located in the right buttock area. The patients charger was unable to communicate with the ipg. The patient is scheduled for a follow up to see if the swelling and hematoma has subsided and if the charger is then able to connect to the ipg. Additional information was received that the patient had received an ultrasound of the pocket site which confirmed the hematoma at the time of admission to the hospital ten days post-revision procedure, as reported in MDR number 3006630150-2022-00434. The physician assessed that the cause of the hematoma was unknown. The patient was able to charge the ipg successfully after the pocket site was iced.

Manufacturer narrative:
Block b3: exact date unknown, event occurred on (B)(6) 2021.